Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test and self-test. No unexpected pump errors noted during testing. No unexpected pump error found in the long trace. All the buttons functioned properly and no button error alarm or stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit passed the leak test. Unit was received with cracked select button keypad overlay, damaged keypad overlay texture, minor scratched lcd window and scratched case.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was unknown at the time of the incident. The alarmed occurred during normal use. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. It was also reported that a pump error indicating hardware low level failures and motor communication issues. The insulin pump will be returned for analysis.